Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information that the system was displaying "no input detected" when powering down the system as well as multiple times when powering on the system. Confirmed the video connections and the system still shows no input detected for 5+ min after powering on the system. There was no patient present when this issue was identified.